Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 2008. Note the age units are unknown and years was the assumed unit. The device has been received. The investigation is in progress and pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer experienced cracked and leakage. It was stated in the report IV tubing connector piece cracked. The patient had a peripheral IV placed, and tubing connected when it was seen to be leaking at the connection between the tubing and the microclave cap. A new connector was added from the same lot and did not leak. There was 16.99 old male patient involved, but no patient harm reported.

Manufacturer narrative:
Received one used mc33213 smallbore pressure infusion ext set for inspection. A crack was observed on the female luer. The set was leak tested per product specifications. There was leakage from the crack. The reported complaint of leakage can be confirmed due to the crack. The probable cause of the crack is due to a material issue on a vendor supplied part. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. There is an ongoing CAPA related to this complaint issue at this time. Corrected information can be found in d10, e3 and h6 medical device problem codes.